Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: >7.5, re-test: 1.8, re-test: 2.3. Tests were performed within minutes of each other, and a different finger was used for each test.

Manufacturer narrative:
Investigation pending.